Event description:
Device was explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: openings, brown particles. Leak test was performed and found opening on radius and posterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And also identify sharp edge opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage and a sharp opening edge on posterior due to an unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.